Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to remove the cartridge and deliver a bolus, after which the issue was resolved by successfully reloading the cartridge and resuming insulin therapy.